Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with unknown blood glucose level. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin drip. Customer stated insulin pump was in use within 48 hours of incident and auto mode feature was not active at the time of event. Customer also reported blank display on insulin pump. Troubleshooting was performed. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was currently blank. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did returned back. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The diabetes nurse educator reported that customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Caller reported pump had a blank display at the time of the call. Display returned after pump restart. Hospital had removed the pump and family had removed the battery because it was beeping. The battery had been out of the pump for greater than 10 minutes. Helpline explained the blank display was a normal pump behavior. Caller said customer might have disconnected the pump prior to event causing diabetic ketoacidosis. Caller was not sure. There was an insulin flow blocked alarm because the reservoir was empty. Customer was treated with insulin drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Per caller, auto mode was not used. It was unknown if sensor was used.